Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had ana unresponsive keypad. The customer's blood glucose was 160 mg/dl. The customer stated that they had gone white water rafting, so the device might have been exposed to moisture. The customer stated that the buttons were intermittently responsive. The discontinuation of the insulin pump was advised. Nothing further was reported.